Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 13th august 2009 and performed to specification up to the 29th april 2012. The device failed a self-test due to a low battery on the 6th may 2012, the device passed a self-test on the next power up on the 31st july 2012 when a fresh pad-pak was installed. Multiple manual power ups mainly of 10 minutes duration were recorded between the 28th september 2015 and the final history log entry on the 25th october 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.